Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient underwent: revision acdf c5-6. Exploration of fusion c5-6. Removal of hardware c5-6. Preoperative diagnosis: pseudoarthrosis c5-6. Per-op notes: ¿we then sized for approximately a 10mm graft. We obtained a patellar cadaver bone and cut it down to size. We used the burr to shape the endplates. The endplates were well preserved with the exception of a small area in the central position, which had subsided around the peek device. We then drilled a small hole in the center of the patellar bone and placed a small piece of the rhbmp-2. We then irrigated copiously. We inserted the patellar device and recessed it as far as possible just coming up almost flush with the anterior column of the spine.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.